Manufacturer narrative:
A field service engineer (fse) was able to confirm the reported issue over the phone with customer prior to arrival at customer site. At customer site, fse performed a visual inspection of the analyzer for signs of buildup of dirt and identified dirt build up on the wash station as well as on the wash probe tips. Fse cleaned the wash probe tips, the diluent station, and performed a decontamination. Fse validated the analyzer by running quality control (qc) five (5) times each on level 1 and level 2 with results within range. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10784511. There were two (2) similar complaints identified during the searched period, which includes this event. The st folate analyte application manual states the following: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported failed api sample was likely due to failure to maintain the wash station and wash probe.

Event description:
A customer reported folate api proficiency has failed multiple times on the aia-900 analyzer. A field service engineer (fse) was dispatched to further investigate the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.